Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The infusion set was in use for 3 hours. The detachment was at the hub. The blood glucose level was 212 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.